Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip was deployed successfully. Post deployment, after 15 minutes a tear in posterior leaflet was observed. Mechanical stress contributed to leaflet tear and unintended movement of the clip. The mr was reduced to grade 2-3. There was clinically significant delay reported as patient was symptomatic with dyspnea and fatigue. Additional intervention was performed to stabilize the mr. A non-abbott device was implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported unspecified tissue injury could not be determined. The reported dyspnea and fatigue were a cascading effect of the reported tissue injury. The reported patient effect of unspecified tissue injury, dyspnea and fatigue are known possible complication associated with mitraclip procedures. The reported hospitalization, delay to treatment, and unexpected medical intervention were the results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 2889;3026. Codes added: medical device problem code: 2993.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip was deployed successfully. Post deployment, after 15 minutes a tear in posterior leaflet was observed. Mechanical stress contributed to leaflet tear. The mr was reduced to grade 2-3. There was clinically significant delay reported as patient was symptomatic with dyspnea and fatigue. Additional intervention was performed to stabilize the mr. A non-abbott device was implanted.